Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch, and the pouch was fully opened all the way from the arrow side to the end. The device was not used and manual compression was applied to successfully achieve hemostasis. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr, the puncture site was distal to the inguinal ligament of the left common femoral artery, and the vessel diameter was 6 mm. There was no blood loss, and there was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch or mishandling of the device. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.